Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was over 600 mg/dl. The customer had not yet treated for their high blood glucose. The customer reported that they had received a no delivery alarm on the insulin pump. Troubleshooting was performed. Insulin had exited. It was found that the infusion set¿s cannula was bent. Troubleshooting was performed for the bent cannula. The device will not be returned for analysis.